Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician placed the 5max ace through a non-penumbra sheath and initiated aspiration; however, the aspiration was not effective. The physician then noticed the shaft of the 5max ace was cracked. The physician was able to complete the case using the cracked 5max ace by covering the crack with a finger. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the strain relief was offset approximately 1.0 cm from the hub. The strain relief was unwound by a penumbra investigator and the 5max ace was observed to be kinked under the strain relief approximately 1.0 cm from the hub. No fractures were observed under the strain relief. The 5max ace was kinked approximately 90.5 and 126.0 cm from the hub and delaminated approximately 114.0 cm from the hub. Conclusions: evaluation of the returned device revealed the 5max ace was kinked under the strain relief. This type of damage may occur due to forceful manipulation of the 5max ace at extreme angles during removal from the packaging hoop. No fractures were observed under the strain relief, and no leaks were observed when the 5max ace was flushed. The reported crack could not be confirmed. Further evaluation revealed the 5max ace was kinked and delaminated along the catheter shaft. This damage may have occurred due to forceful advancement or retraction of the 5max ace against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.